Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door recovery option did not appear under the recover storage space menu. A field service engineer found that the main device displayed a failed icon with no storage space available to recover, which was identified as a ghost failure in the software preventing access to the remote manager; the engineer assisted the customer in manually unlocking the remote manager to initiate a failure, after which it was successfully recovered, the failed icon disappeared, and the remote manager was confirmed to be functioning properly, with the customer testing it multiple times to verify normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge door was not available under recover storage space and the user facility was unable to access medications, perform refills, or open the fridge door. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.